Event description:
Report rec'd by MFR via annual device tracking report of "infection." No product has been returned. Follow up with hcp revealed that the pt had returned for a refill in 2000 when a fluid collection was noted over the pump. The person doing the refill missed the port and the puncture site leaked serosanguinous fluid. This fluid cultured negative. 12 days later, pt had swelling, purulent drainage and incisional wound opening. No fever or elevated wbc were noted but culture was positive for orst. Pt grows pt's own strain of this organism on pt's skin. The pt rec'd IV antibiotics and explant of the device system as treatment. The pt has recovered and elected to not be reimplanted due to pt's personal circumstances through pt's response to the therapy was very good.